Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The manufacturing performed multiple restarts and no issues were seen. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that, when setting up for a case, the imaging system booted up into standalone mode and would not clear. The issue was resolved after rebooting the imaging system. There was no patient present when this issue was identified.